Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Hip left. The patient stated he was suffering from slight pain. He specified that in certain positions his hip feels heavy in weight and slips out of place. Surgeon stated that he might be part of a recall and opted to send him for blood work. The results showed that his cobalt levels were 4.80; the levels were five times the normal level. The chromium levels were 1.3; doctor said slightly high. He has a follow up appointment with his doctor at the end of (B)(6). The physician said the patient has a heart condition that may be related to the implant. He said he should have the hip removed because of the damage the cobalt is doing to his heart. Surgeon stated the more active the patient is the more chromium will get into his system.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and corrosion involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation, the reported device remains implanted. -clinician review: a review of medical records by a consulting clinician noted: "no surgical histopathology report from the revision surgery is available to suggest altr, pseudotumor, metalosis or trunnionosis. There is no description in the revision operative report of metalosis, musculotendinous defects, effusions or debris consistent with altr. There are no imaging studies consistent with symptomatic trunnionosis. There are no serial cobalt and chromium studies indicating more than a stable, modest increase in cobalt consistent with a long-term implant in situ. There is no suggestion of ¿cobalt poisoning¿ as the source of the poorly described ¿hip pain¿ in a patient with lumbar stenosis and a long history of no left hip complaints. There are no neurologic examination to rule out mild age related cognitive changes or follow-up with the may 11, 2011 cognitive profile. There was ¿no visible damage to the trunnion¿ noted at the revision surgery, and after cleaning with ¿a cloth and saline¿ the stem was retained and the trunnion reused. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Hip left. The patient stated he was suffering from slight pain. He specified that in certain positions his hip feels heavy in weight and slips out of place. Surgeon stated that he might be part of a recall and opted to send him for blood work. The results showed that his cobalt levels were 4.80; the levels were five times the normal level. The chromium levels were 1.3; doctor said slightly high. He has a follow up appointment with his doctor at the end of january. The physician said the patient has a heart condition that may be related to the implant. He said he should have the hip removed because of the damage the cobalt is doing to his heart. Surgeon stated the more active the patient is the more chromium will get into his system. Update per medical review dated 15-sep-2017: (B)(6) 2006 note states "left hip wound grew staph epidermatous".

Manufacturer narrative:
An event regarding alleged elevated cobalt levels and infection involving a metal head was reported. The event was confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician noted: "on (B)(6) 2006 the note reads, "left hip wound grew staph epidermatoses ... Admitted", and he was discharged on (B)(6) 2006 with a PICC line for one week of intravenous antibiotics. "On (B)(6) 2006 he complained of fever and chills for two weeks prior to the surgery. On (B)(6) 2006 the note reads, "left hip wound grew staph epidermatoses ... Admitted". On (B)(6) 2016 labs revealed his serum chromium to be 1.3 (<5.0) and cobalt to be 4.8 (<::1.0). On (B)(6) 2016 he was seen complaining of bilateral hip pain and was on no pain medication. Physical examination noted equal leg lengths and no symptoms in either hip. The note states, "think symptoms coming from back ... Recent recall of 40/plus 4 head from stryker ... If elevated ions get mars MRI." Lab values from february 3, 2017 give a serum chromium of 1.0 (<5.0) and cobalt of 4.1 (<1.0). On may 19, 2017 his serum chromium was 1.3 (<5.0) and his cobalt was 4.2 (<1.0). A (B)(6) 2017 x-ray report states, "right hip mild to moderate joint disease. Left hip: total hip arthroplasty, good position and alignment; mild heterotopic ossification present. ¿on (B)(6) 2017 at his office visit for follow-up of his left total hip arthroplasty the note states, "... He has really no hip symptoms but does have back pain issues ... Consider revision to ceramic on poly ... X-ray: left with no abnormality about the tha ...¿ on (B)(6) 2017 it was noted, "... Doing well ...left hip is in recall ... Will have replaced in approximately three months ...¿ there is no documented follow-up subsequent to this visit available. X-ray printouts available for review include a series dated (B)(6) 2006, which is an ap, supine portable of the left hip, demonstrating an uncemented left total hip arthroplasty, reduced with components in nominal position and with skin staples and a drain in situ. X-ray dated (B)(6) 2017 is an ap of the pelvis demonstrating a left total hip arthroplasty with two screws in the acetabulum. The hip is reduced and in nominal position. There is no evidence of loosening, osteolysis or wear. Brooker ii heterotopic ossification is noted. The modest elevation of the serum cobalt levels, which is stable over seven months and not associated with symptoms or x-ray findings should not indicate revision surgery in this patient with diabetes and coronary artery disease. There is no evidence he is suffering from trunnionosis. Should additional information become available, it will be evaluated. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot or sterile lot. Conclusions: medical review noted lab results confirmed elevated cobalt levels and infection. "The modest elevation of the serum cobalt levels, which is stable over seven months and not associated with symptoms or x-ray findings should not indicate revision surgery in this patient with diabetes and coronary artery disease. There is no evidence he is suffering from trunnionosis. Should additional information become available, it will be evaluated." No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards.

Event description:
Hip left. The patient stated he was suffering from slight pain. He specified that in certain positions his hip feels heavy in weight and slips out of place. Surgeon stated that he might be part of a recall and opted to send him for blood work. The results showed that his cobalt levels were 4.80; the levels were five times the normal level. The chromium levels were 1.3; doctor said slightly high. He has a follow up appointment with his doctor at the end of (B)(6). The physician said the patient has a heart condition that may be related to the implant. He said he should have the hip removed because of the damage the cobalt is doing to his heart. Surgeon stated the more active the patient is the more chromium will get into his system. Update per medical review dated 15-sep-2017: (B)(6) 2006 note states "left hip wound grew staph epidermatoses".